Event description:
It was reported that high right ventricular (rv) lead pacing thresholds were noted within two months of implant. A micro dislodgement was suspected. This rv lead was surgically capped and abandoned, and a new rv lead was placed successfully. No additional adverse patient effects were reported.